Event description:
It was reported that the 9800 system had poor image quality with a communication error message. Also the cross arm brake was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector, interconnect cable and the cross arm brake handle were replaced during the service call. The system was tested and found to be working as intended and put back into service.